Manufacturer narrative:
Unique identifier: 010084068214082921830x6000311180900. Legal manufacturer: (B)(4). Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806. The FDA recall number is z-1846-2019 & z-1847-2019. The following CAPA actions were implemented: (a) field inspection/correction of potential non-validated screws/washers configurations of all detector-less system which were shipped since the release of rotor type b ((B)(6) 2018). This includes rotor type b and some inventory rotors type a sent after type b was released. (B) removed serrated screws from the installation kits, (c) assembled the nord-lock washers on the schs to significantly reduce the opportunity for installation error (d) added printed itf to the detector-less kit to ensure availability of the instructions during installation and (e) improved pm to enable simple screws inspection not involving screws removal.

Event description:
As a result of an inspection that was completed as part of corrections and removals z-1257-2019 through z-1266-2019 fmi 40885, this system was identified as having the â¿¿wrong hardwareâ¿? Malfunction. There was no injury. Unvalidated hardware was installed on the detector-to-rotor assembly that could improbably lead to detector fall.